Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0434 on (B)(6) 2007 many years later the patient has suffered chronic pelvic and vaginal area pain, severe infections, worsening urinary problems, recurrent vaginal prolapse, pain during intercourse, bowel problems, neuromuscular problems, and the need for additional procedures. No further information has been provided.